Event description:
The pt received an aortic root valve and an aortic root graft in 2004. Pt was admitted 4 months later to a different facility (with symptoms unk to reporter) and was found to have a perivalvular abscess around the implanted valve. Four separate blood cultures there grew out mycobacterium fortuitum-chelonae complex, which is a highly unusual infection. (It took 6 to 7 days to grow the cultures.) Seven days later pt was transferred to the reporter's facility since that was where the original implantation surgery was performed. Pt was febrile to 102 degrees f. A systolic ejection murmur was noted. The following day, cardiac surgeons debrided the abscess, removing 30 cc of white pus, and replaced the valve with a human allograft valve. There was no vegetation on the valve. The porcine valve was sent to microbiology and pathology and it grew the same organisms as the blood cultures at the previous hospital. The infectious disease attending prescribed vancomycin and gentamicin empirically, and later rifampin. He did well and was discharged with follow-up as an outpatient with the infectious disease md and the cardiac surgeon. The organisms normally grow in soil and water. As part of the work-up, the pt's permacath for hemodialysis access was removed and cultured and it was negative. Pt undergoes hemodialysis at the reporter's facility. Records of the routine water sample testing from the dialysis unit and the or came back with no cultures of this organism. An extensive literature search was conducted for such occurrences with tissue valves. The only thing found was with the firm's handling process. The reporter invites contact for further info and would very much like to receive feedback following FDA's eval of this report, if possible.